Manufacturer narrative:
(B)(4). Evaluation summary: analysis was performed on the returned device. The reported suture break was confirmed as a needle to cuff miss/suture retrieval issue was observed. The investigation determined the reported difficulties appear to be related to user technique and/or an interaction with patient anatomy and the subsequent treatment appears to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information. The other proglide perclose referenced is filed under a separate medwatch report number.

Event description:
It was reported that suture placement in the right common femoral artery was attempted with two proglide devices via an 8f sheath prior to an endovascular aneurysm repair (evar) procedure. Reportedly, a suture break occurred with the first proglide device. A second proglide device was deployed and during removal of the proglide device it became stuck. The foot of the proglide device was closed; however, the sheath of the proglide device separated and remained in the patient anatomy. The patient was sent for a cut down surgery. The level of anesthesia was changed from local to general. The evar procedure was performed using a 12f sheath and surgical suturing was performed to achieve hemostasis. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. The physician is reportedly trained in the use of the proglide device and established in the pre-close technique. No additional information was provided.